Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated with a reading of 119 degrees fahrenheit which is greater than manufacturers' specification (119 degrees fahrenheit ; specified reading is less than or equal to 118 degrees fahrenheit). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage (worn bearings) caused by normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the bearings on the attachment device were bad. During in-house engineering evaluation, it was observed that the device was overheating. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.